Event description:
In 2000 this pt received a total hip replacement. In may 2004 the acetabular insert portion of the hip replacement, which lines the metal acetabular cup, failed. In 2004 the pt underwent revision surgery, where the cup, liner and femoral ball head were explanted and replaced.